Event description:
Facility alleges an adverse reaction occurred at the start of dialysis on dialyzer. Pt discomfort and hypotension reported. Dialysis was discontinued and the blood in the dialyzer and bloodlines was not returned to the pt. Estimated blood loss 190cc's. Dialysis was restarted with another dialyzer with no further problems reported. No serious injury reported as a result of this event. This event involved one pt.